Event description:
Consumer alleges that the controller of her heating pad caught on fire and damaged her bedding. She also alleges that her daughter received a minor burn to her finger.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.